Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited shorted output stage detection. No changes or intervention was reported. There were no patient consequences.